Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: catalog: 3501660, lot: 5770233, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast reconstruction revision surgery with a 375 cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. Patient noticed that her right breast seemed a bit smaller than the left and also noticed a lump (lymphoma) above the right breast near the underarm. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.